Event description:
The physician used an emboshield embolic protection device during an attempted xact stent placement in an unspecified carotid artery site. The physician attempted to pre-dilate the vessel prior to a xact stent placement. It was noted that during the pre-dilatation the pt manifested "numbness of the right (r) hand, weakness of the right arm and slurred speech." It is unk what measures were taken for the symptoms that presented. Reportedly, the xact stent was successflly deployed and placed. It was also noted that the pt was not on any medications or anticoagulants at the time of procedure. The pt was considered "high risk" as well as "high risk surgical candidate." The pt was transferred to the neurological intensive care unit and it was unk what the pt status was at time of transfer to the unit. Six days later, the pt was discharged to a long-term facility still with weakness on the right side of the body. It is unk what the pt's present status is.